Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer, via a manufacturer representative (rep), regarding a patient with an implantable neurostimulator (ins). It was reported that the ins was overdischarged. The patient said that, 3 months ago, they went on a 3-week long vacation in which the battery became overdischarged. The rep tried to read the ins with physician programmer and the recharger but was unable to do so as the ins battery was in an overdischarge state; the patient confirmed this. The patient and physician decided to schedule a surgery to replace the ins since it was over 8 years old and the patient did not want to go through the process of trying to get the ins battery back into a charging state with a physician recharge mode. It was noted that the issue was not resolved at the time of the report and surgical intervention was planned. No symptoms were reported. No further complications were reported/anticipated.